Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The reported condition will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4). A service history review revealed that the device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 812:02. This event caused an interruption of delivery. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. During the product evaluation at baxter, it was discovered that failure code 812:02 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.